Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax light. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2017:the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2) (B)(6) 2018: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh devices. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1) and ventralight st (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿